Manufacturer narrative:
The pathway jetstream g3 catheter was returned to pathway medical technologies for eval. Root cause for the guidewire becoming stuck in the device is due to tissue and teflon in the distal parts ID. It is unclear what may have caused or contributed to the MDR reportable event of the dissection. Dissection is an inherent risk for the treatment of peripheral arterial disease with pathway medical's jetstream g3 catheter and is listed as a potential adverse event in the IFU. It is mentioned the device may have been used subintimally. There is a note from the procedure section of the IFU that indicates the requirement that the guidewire is placed in the central lumen (and not subintimal) to ensure proper function and safe use of the device.

Event description:
The jetstream g3 was advanced to treat 5 cm lesion located in the popliteal. Two passes were made using minimum diameter mode with relative ease. The device was removed from the pt and an angiogram was taken which showed the artery had opened up. The physician decided to make another pass using minimum diameter mode and a pass using maximum diameter mode. Both passes were made successfully. Once the physician began retracting the device out of the artery using the retraction mode, the device became stuck on the guidewire and it would not move. The physician questioned whether he might have gone subintimal at one point while making the passes. The device and guidewire were removed together causing to lose access and the dissection closed off the artery. The physician could not get back into the artery to balloon it and had to open the leg and perform a femoral/popliteal bypass to re-establish flow back to the foot.